Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was advised to reseat the cannula and drape first, but same issue occurred. Technical support also advised the customer to do a hard power cycle, but it was rejected because the procedure was almost done at that time. The customer will contact later. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the system did not recognize a cannula. Tse advised to reseat the cannula and drape first, but same issue occurred. Tse advised to hard power cycle, but it was rejected because the procedure was almost done at that time and could proceed without usm arm 1. After the procedure, the customer checked if it works but cannula was recognized by usm arm 1 properly. The procedure was completing with no reported injury. Intuitive followed up and obtained additional information. Surgeon did not disable the use of the arm. The procedure was completed with three arms without arm 1. Procedure was completed robotically. There was no patient injury.